Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 1200 mg/dl. The customer was treated for high blood glucose with a bolus with insulin pump. Customer was experiencing symptoms of difficulty breathing , state of confusion, almost fell off bed, in coherent. Customer was admitted to the hospital. The cause of emergency room visit as per healthcare provider was diabetic ketoacidosis, kidneys not functioning properly. The customer was treated with IV drops and healthcare provider recommended continue with pump treatment after incident. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call when tubing clamp received to perform high pressure test.